Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining prostate specific antigen (psa) results above the highest calibrator's concentration that did not dilute linearly, generated by the unicel dxi 800 access immunoassay system. The erroneous results were reported outside the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The sample was collected in a sst tube. Qc was within the customer's established ranges during this event. The customer suspects interference but declined to send the sample to bec for further testing. No root cause could be determined for this event.